Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000126, serial/lot #: (B)(4), UDI#: (B)(4); product ID: bi71000125, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: bi71000485, serial/lot #: (B)(4), UDI#: (B)(4). Device evaluated by MFR: the manufacturer representative (rep) went to the site to test the imaging system. The system was off and charging and the system started emitting a burning smell. The battery tray #3 was damaged and leaked on the tray itself. The rep tried to clean the battery tray #3 but it did not work and they had to replace it. They also replaced the x-rays batteries during a planned maintenance (pm). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a burning smell. The system was off and charging when the system started emitting a burning smell. No patient was present at the time of the event.